Manufacturer narrative:
.

Event description:
Procedure: unk. According to the reporter: the tip of needle was missing, the safety guard was missing. The needle was replaced and the procedure continued. There was no impact on the procedure or pt injury reported.